Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant, the right ventricular (rv) left bundle branch lead dislodged and pulled back. The rv lbb lead was explanted and replaced. No patient complications have been reported as a result of this event.